Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav (part # fv438t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, a blockage of the valve was suspected and the valve was only partially adjustable. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: (B)(6), weight: (B)(6), gender: unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav (part # fv438t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, a blockage of the valve was suspected and the valve was only partially adjustable. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: (B)(6), weight: (B)(6), gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: we have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: - deposits on the inlet - third-party catheter measurement of surface of the housing: to verify whether the deformation had an effect on the plane-parallelism of the housing surface, this was measured using a dial gauge. Derformation detected: no - measured value: -0.02 mm [tolerance (0 ± 0.02mm)] permeability test: the test showed that the progav is permeable. During the test, yellowish liquid drained. Computer control test: the computer controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.20 cmh2o. This is not within the specified tolerance of 7 cmh2o ± 3 cmh2o. An applied pressure of 7 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 7 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can determine a presence of an accelerated outflow. Adjustability test: the progav was found to be not adjustable to specifications. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, deposits were found in progav. Results: based on our investigation results, we can identify adjustment difficulties and an accelerated outflow at the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.